Event description:
It was reported on (B)(6) 2022, the connector inflated, and as the photos show, the connector is deformed. The PICC as recently placed , and the issue occurred during the cat performer. The current patient's condition is fine. Additional information on 13sept2022: confirmation from the account that it was the extension line that was inflated, not the connector. The device was used per IFU. The medications infusion pressure was 2ml/s in the tac. The catheter was placed on (B)(6) 2022. A new catheter was placed.

Manufacturer narrative:
Concomitant medical products: 750 mg, bevacizumab 400 mg, fluoro-uracilo 4500mg.(B)(4).

Manufacturer narrative:
Continuation of d11: 750 mg bevacizumab 400 mg fluoro-uracilo 4500mg qn#(B)(4) the customer returned three photos for analysis. Visual inspection of the photos confirmed that the distal extension line was stretched/ballooned. The customer also returned one s-l PICC catheter for evaluation. Visual inspection of the catheter revealed the distal extension line was ballooned and the walls were thinned. This damage is consistent with the catheter being over pressurized. The total length of the catheter measured 50.8 cm, which is within specifications of 50.32-50.80 cm per catheter graphic. The outer dimeter of the distal extension line at the portion that was not ballooned measured 0.09525", which is within specifications of 0.093-0.097" per extrusion graphic. The inner diameter at the luer hub measured 0.059", which is within specifications of 0.055-0.059" per extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal line flushed as expected, no leaks or blocks were detected. A manual tug test confirmed the extension line was secure within its luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter. Open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The complaint of an extension line stretched/ballooned was confirmed by a complaint investigation of the returned samples and the customer supplied photos. Visual inspection revealed the distal extension line was ballooned directly adjacent from the luer hub. The walls of the ballooned section appeared thinned, which is damage consistent with the catheter line being over pressurized. A device history record review was performed, and no relevant findings were identified. Based on the sample returned and the customer description that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on 05sept2022, "the connector inflated, and as the photos show, the connector is deformed.the PICC as recently placed and the issue occurred during the cat performer." The current patient's condition is fine. Additional information on 13sept2022: confirmation from the account that it was the extension line that was inflated, not the connector. The device was used per IFU. The medications infusion pressure was 2ml/s in the tac. The catheter was placed on (B)(6) 2022. A new catheter was placed.